Event description:
The pump motor stalled on (B)(6) 2011, at 0157; no motor stall recovery was noted in the pump logs. The pt experienced withdrawal. A pump replacement was planned. The device system was used to deliver lioresal 2000 mcg/ml. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).